Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been receiving recurring no deliver alarms on the insulin pump. The customer was reporting a past event. The customer reported that the event was resolved by changing the reservoir. The customer also reported that their blood glucose level bottomed out and they went to the hospital. The hospital disconnected the insulin pump from them. The customer¿s blood glucose level was 459 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.